Event description:
A surgical tech reported difficulty loading an intraocular lens (iol) in an iol delivery system cartridge. It was reported that during the procedure, the surgical incision was enlarged. Add'l info has been requested.